Manufacturer narrative:
This supplemental report is being submitted to provide the results of additional information and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus regional repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness and cut on cable unit. A definitive root cause could not be identified. Based on the results of the investigation results, the most probable root cause of the reported problem was due to damaged cable unit which are causes traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head did not display an image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not display an image. There were no reports of patient harm.